Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted (B)(6) 2006.

Event description:
It was reported that the patient experienced dizziness and palpitation/discomfort in the chest. There was high impedance, high threshold, noise, oversensing and fracture on the right ventricular (rv) lead. The lead was abandoned and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.